Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that the patient's son-in-law had 15 hunting dogs and worked with dog collars with transmitters on them that could extend to a mile and they wanted to know if they were near their son in-law when they were working with the dogs and working on the collars (putting batteries in and making sure that they were working) that it "could set something off/a change in the stimulation?" Patient confirmed they felt an increase in stimulation/an interaction with their implant (patient didn't specify the sensation, they just agreed it happened) when they were near their son in-law as they were working on the collars. Patient services reviewed compatibility considerations for electromagnetic field devices including welding and high-power amateur transmitters and redirected the patient to follow up with their healthcare provider to further address their concerns and to check the implanted system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.